Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was fully investigated and the reported issue was not confirmed. The device was working as designed. A root cause finding is not available as no failure was found. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found for powers down when connected to other devices. Replaced dim u4 on display board and replaced bezel with damaged m2 guide. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 12 jul 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15632935 was performed which confirmed that this device was involved in a production failure qn200292967 which does not correlate to the customers reported issue.

Event description:
The customer reported that the device powers down when connected to other devices. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
The customer reported that the device powers down when connected to other devices. There was no additional information provided and no patient involvement.

Event description:
The customer reported that the device powers down when connected to other devices. There was no additional information provided and no patient involvement.